Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the pusher assembly was kinked throughout its length and fractured near its proximal end. Based on the location of the damages, these damages were likely incidental to the complaint and may have occurred during packaging for the device return. Due to the returned condition, the device could not be functionally tested; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, two ruby coils were successfully implanted in the target location. Next, a ruby coil was advanced through the lantern and resistance was encountered just before the distal tip of the coil was advanced out of the lantern tip. Therefore, the ruby coil was removed. The procedure was completed using six additional ruby coils, four pod packing coils (pod pcs), and the same lantern. There was no report of an adverse effect to the patient.